Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported error could not be duplicated. The ventilator was connected to a nurse alarm station in unoccupied patient room and an alarm was activated. All indicators and sounds worked properly. The ventilator passed all safety and functional tests including alarm test and patient circuit disconnect simulation and was cleared for clinical use. No parts were replaced. The ventilator logs were downloaded for further evaluation. It was stated that the event occurred on (B)(6) 2020 at 3:59 pm. According to the trend log, the ventilator was delivering at that time with no signs of disconnection. However, on the same date at 2.34 pm there were alarms for peep low, respiratory rate high and expiratory minute volume low and at the same time a leakage of 100% until 2:41 pm. O2 concentration was then increased to 100% at 2:43 pm and the ventilator finally set to standby by the user at 2.44 pm. The user facility has not confirmed this but it is believed that this is the time of the event according to log review. The ventilator has at that time generated alarms appropriately with an alarm sound level of 100%. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the reported event date. There is no information from the user how the patient's endotracheal tube could become disconnected or if the patient was awake or sedated. There was no ventilator malfunction at the time of the event.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that nurses were checking the patient because of a brady alarm from a telemetry transmitter. Upon entering the patient's room, they discovered that the patient's endotracheal tube was disconnected from the ventilator. No alarm was noted from the ventilator. Cardiopulmonary resuscitation (CPR) was started and return of spontaneous circulation (rosc) was obtained after 2 minutes of CPR. The patient's final outcome was no injury. Manufacturer's ref #: (B)(4).